Manufacturer narrative:
Additional code: hwc this report is for 5 unknown 2.7 mm locking screws/unknown lot number. The original surgery took place approximately 5 months ago. Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Removal of the 2.7mm/3.5mm lcp lateral distal fibula plate 13h/right/203mm device due to malunion and draining (possible infection). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a fibula hardware removal was performed on (B)(6) 2017 for the removal of the 2.7mm/3.5mm lcp lateral distal fibula plate 13h/right/203mm device due to malunion and draining (possible infection). All of the hardware was removed. The original surgery took place approximately 5 months ago. This complaint has 4 device. This report is 3 of 4 for (B)(4).